Manufacturer narrative:
The insulin pump was unable to prime during prime test due to moisture damage on force sensor resistor. No motor error alarm noted. Device was unable to perform excessive no delivery test and occlusion test due to prime/fill anomaly. Motor was tested outside the device and passed. Device had bleeding lcd glass, cracked reservoir tube lip and minor scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error on 6/26/2015 while he was sleeping and also a week before that. The device was not exposed to a magnetic field. Customer does not use the sensor feature and was able to complete the rewind sequence. Blood glucose value was 132 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.